Event description:
This is filed to report an slda and tissue injury. It was reported that a patient presented with grade 4 functional mitral regurgitation, an enlarged atrium, and frail leaflets for a mitraclip procedure. The first clip (xtw) was placed at anterior leaflet 2 and posterior leaflet 2 (a2p2), but an mr jet remained lateral to the clip. The second clip (nt) was placed lateral to the first clip. The mr lateral to first clip was reduced after grasping. Grasping of anterior and posterior leaflets was simultaneous and leaflet insertion was assessed as sufficient on the transesophageal echocardiogram (tee). Nevertheless, approximately 5 minutes after deployment the second clip tilted on tee and a single leaflet device attachment (slda) was observed. The second clip remained attached to posterior leaflet and detached from the anterior. The mr jet remained at location of the second clip, and the clip remained stable due to the first implanted clip. Per the physician, the anterior leaflet was torn at the location of the second clip due to frailty of the leaflet. It was noted that there was shadowing of the device sleeve on anterior arm of clip on transesophageal echocardiogram (tee) during the procedure. The mr was reduced from grade 4 to 3, and the patient was stable and moved to recovery. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported slda and unspecified tissue injury per the physician, were due to patient conditions and due to friable leaflets. Image resolution poor was associated with procedural circumstances and due to shadowing of device sleeve on anterior arm of clip on transesophageal echocardiogram (tee). Tissue injury/damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.